Manufacturer narrative:
The iddc was returned to ekos for investigation on 24-jan-2017 with the cable cut off so the serial number could not be determined. The msd was not returned. The iddc showed bulges in the tubing from 101 cm - 106 cm and 76 cm from the distal end of the strain relief, two ruptured lumens at 79 cm from the distal end of the strain relief, and a kink 12 cm from the distal end of the strain relief. The causes of the iddc ruptures were unable to be identified. Manufacturing records were unable to be reviewed as the iddc was returned with the cable cut off. The patient was reported to have received full dose but there was still some visible thrombus noted during follow-up. The account noted that they suspected that some of the lytic was leaked from the hole originally reported. Per follow-up from ekos rep, there were no known procedures/steps taken to address the visible thrombus noted during follow-up.

Event description:
During the removal of a 6 cm catheter during a unilateral pe case on (B)(6) 2017, the physician noted that there was a hole in the proximal area of the catheter. On 17-jan-2017, it was reported that the patient had received full dose of thrombolytic but there was still some visible thrombus on follow-up. Per follow-up from ekos representatives, there were no known procedures/steps taken to address the visible thrombus.